Event description:
On 09/12/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump experienced extremely weak or nonexistent outflow and shaver suction, and an ar-6482 dualwave remote produced an "synergy shaver detect" error message with lavage button glitch. The issues occurred during a case on (B)(6) 2025. Additional information was provided on 09/17/2025 where the sales representative reported that ar-6430 tubing was used in this event. The pump settings were set at 55mmhg, high shaver, high cannula. The pump was used to complete the case. Additional information was provided on 09/18/2025 where the sales representative reported this event occurred during a knee arthroscopy procedure. The complaint tubing was used to complete the procedure, in addition, a separate suction was periodically used to remove fluid from the joint. It was uncertain if the neoprene sleeve flattened or compressed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors, including tubing setup and fluid management factors that can affect pump performance. Weak or nonexistent outflow, reduced shaver suction, or irregular lavage button response may occur when: - the tubing is not fully seated, kinked, or inadvertently compressed (including potential neoprene sleeve compression). - the joint compartment experiences fluctuating pressure due to fluid accumulation, requiring auxiliary suction. - high pump settings (e.g., 55 mmhg, high shaver, high cannula) interact with tubing resistance or joint backpressure.